Event description:
This case was reported by a facility in (B)(6) on 11 apirl 2024. Reporter states that lfi optivantage injector pressure was out of spec, going higher than norma, with no error codes being displayedl. This event occurred during a procedure and the procedure was completed with potential harm to the patient, in the form of infiltration/extravasation. In a follow-up, the reporter stated that there was no clinical consequence of the inflitration.